Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when the etco2 is connected, the device is unable to calibrate or recognize the feature. No impact to patient has been alleged at this time.